Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system flush tube was pinched. The lumen of the delivery system was damaged. The analyst noted the full delivery system was returned with the device intact with the tether but not recaptured in the device cup. The delivery system was able to deploy and fully recapture the device into the device cup. The delivery system during flushing, leaked in the handle due to a pinched flush tube inside of the handle. The flush tube is pinched at 15 cm, 20 cm, and 22.5 cm from the proximal end of the flush port valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the preparation of the leadless implantable pulse generator (ipg), the delivery system catheter was flushed with saline solution and attempt was made repeatedly to fill the catheter cup with saline solution. Saline solution leaked from the tether part of the catheter handle and the cup could not be fully filled with saline solution during each attempt. Air could not be drawn and the device could not be retracted into the cup. The device was not used. New leadless device was used. No patient complications have been reported as a result of this event.